Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with light headedness. Upon interrogation, the right ventricular lead exhibited noise and loss of capture. The physician alleged lead fracture. Programming changes were made. The patient was in stable condition.